Manufacturer narrative:
The reported event of noise was not confirmed on the atrial lead. A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Correction: previously reported g3 should have been 21 march 2022.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the atrial lead to be implanted exhibited noise. The atrial lead was replaced during the same procedure on (B)(6) 2021. No patient consequences.